Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test. It was also reported that there is a piece missing from the reservoir compartment. Customer's blood glucose level at the time 171 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump received with currents in specification. No unexpected failed battery. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.